Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a left ventricular connector problem as the setscrew would not tighten any further after just a few turns and was damaged. The device was not implanted. No further information was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.